Manufacturer narrative:
This report is submitted on july 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery under general anesthesia (date not reported). During the procedure the surgeon reopened the incision at the implant site and treated the area by packing it with more soft tissue and alloderm.